Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse replaced the breath delivery unit (bdu) printed circuit board (pcb), which resolved the reported issue. The cse installed the current software revision. (B)(4).

Event description:
Covidien received information of a ventilator entering a ventilator inoperative condition. The ventilator was not being used on a patient at the time of the event.